Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller understood and acknowledged.